Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as pump was being used for demonstration and was not being used by a customer for insulin therapy.